Manufacturer narrative:
Citation: le roux, e. Mid-term results of trans-catheter aortic valve-in-valve implantation in degenerated aortic stentless bioprost heses. Canadian journal of cardiology; october 2015; 31:s174. (Doi http://dx.doi.org/10.1016/j.cjca.2015.07.371) earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve-in-valve implant in degenerated aortic stentless bioprostheses. All data were collected from a single center between january 2008 and february 2015. The study population included 15 patients (mean age 69 years, gender data not provided), 8 of which were previously implanted with a medtronic freestyle (serial numbers not provided) and 3 of which received a medtronic corevalve (serial numbers not provided) as the valve-in-valve bioprosthesis. Among all patients two deaths occurred at 11 and 35 months after valve-in-valve implantation from non-cardiac causes. These deaths were not attributed to medtronic product. Among all patients adverse events for the previously implant bioprosthetic valves included severe aortic regurgitation and minimal leaflet calcification requiring valve-in-valve implant. Among all patients adverse events following the valve-in-valve implant included partial coronary obstruction requiring coronary angioplasty, and moderate paravalvular leak which did not require intervention. Based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.